Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and eleven months after the implant of this transcatheter bioprosthetic aortic valve, a non-medtronic transcatheter bioprosthetic valve was implanted, valve-in-valve due to stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve-in-valve occurred on (B)(6), 2018. The event date has been updated on this report. If information is provided in the future, a supplemental report will be issued.